Event description:
It was reported that a malfunction occurred with a pump as described by the customer. Blood glucose value information was not available, so no adverse impact to the customer's blood glucose level was noted. No additional actions or outcome have been reported.